Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 12 foot extension set leaked. This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. The patient stated they would begin therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.